Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic adnexectomy, two subject devices were used. On the first device, the tissue pad of the subject device was damaged and probe damage error occurred. The user exchanged the first device for the second device. On the second device, an error occurred at the end of the procedure. The intended procedure was completed with the second device. There was no patient injury reported. On may 21, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing on the first device. The tissue pad was severely worn and the coating for electric insulation of the probe was partially missing on the second device. This is the report regarding the second device.